Manufacturer narrative:
Any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite doc umented attempts to obtain the required information. If the user facility returns the instrument at a future date and further information is made available, a follow up MDR will be filed. This product is used for treatment, and not for diagnosis.

Event description:
During a laparoscopy procedure on the patient's lower esophagus, part of the electric insulation on the cauterizing the instrument was found damaged exposing the inner metal surface. The lack of insulation caused an esophagus burn of several centimeters in length, which was not noticed by the surgeons during the procedure. Over the next few days the patient had two additional procedures to treat the esophagus burn. The patient's current condition is fine.